Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 337 mg/dl. The customer was treated with intravenous saline and insulin, and manual insulin injections were administered to address bg level. The customer released on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.